Event description:
A low readings issue with the abbott diabetes care device was reported. The customer received unspecified low sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The customer had contact with paramedics and was transported to a hospital and administered unspecified infusions to treat hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A low readings issue with the abbott diabetes care device was reported. The customer received unspecified low sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The customer had contact with paramedics and was transported to a hospital and administered unspecified infusions to treat hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11, 227 and 224 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Sensor was damaged during de-casing a further extended investigation was performed on the returned sensor. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); and antenna removed from the pcba was observed. Data could not be extracted as antenna is disconnected from the pcba. It was determined that the antenna had been damaged during de-casing. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Unable to perform functionality testing without the antenna connected and would be unable to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.